Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 13 mmol/l. Customer did assisted with troubleshooting and they tried different cannula lengths. The customer's other blood glucose values of customer was 12 and 9 mmol/l. The insulin pump will be returned for analysis.